Event description:
The customer reported that during a procedure a fiber was seen in the anterior chamber. A second surgery was required to remove the fiber. The customer stated that he thinks the fiber could come from a component of the custom pak. Additional information has been requested.

Manufacturer narrative:
No product or fiber samples were returned for evaluation and root cause analysis. The specific root cause for this complaint could be determined without a sample to determine the origin of the fiber. Quality assurance will continue to monitor and will take action for any future occurrence as is deemed necessary.